Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report the insulin pump alarmed due to force sensor calibration values being corrupted. Blood glucose reading was unknown at the time of the call. Customer was transferred to the help line. Nothing further reported.